Event description:
It was initially reported that there no readings. Upon examination after removal from the patient, there was a burning odor and smoke coming from the databox within 10 seconds of plugging in the unit. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: evaluation found that the smoke was caused by a burnt component: the c135 capacitor on the databox cpu board. The c135 capacitor is part of the voltage regulation circuitry of the pcb connected to the switching regulator. It is part of the voltage feedback loop that allows the chip to regulate its output to set voltage. The output is protected by a schottky power rectifier. The regulator can take up to 36v input which is 150% above the operating range nominal of 24v. There was also a communication error between the pc panel and data box. The pc panel displayed the error message "fault: data box disconnected." The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. It is possible that the c135 tantalum capacitor was a defective component at manufacturing time; however, this has not been confirmed. At this time, the device manufacturer (sparton) does not perform a burn-in test for this unit. As an improvement, a process is being developed to add a burn-in test as part of the pre-release testing.